Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient was in for a pump refill earlier today and when interrogated it showed that pump was stalled for 291h56m (approximately 12 days). The hcp confirmed that patient had an MRI 12 days ago on (B)(6) and that they got back the expected residual volume. The patient was not hearing any audible alarms and pump logs showed a motor stall recovery occurred today. Information around telemetry mode was reviewed and it was confirmed with the hcp that pump was working as expected. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.